Event description:
The device was used during a laparoscopic assisted vaginal hysterectomy procedure. Reportedly, the approximating lever broke and the device was difficult to open. The hospital has reported no patient injury occurred.